Event description:
Rn noted that iron sucrose (colored ivpb) running on a secondary pump backed up past the backcheck valve on the primary tubing set. This incident occurred 4 times during the course of the day with different tubing and on different pts. The tubing was requested and an investigation proceeded.